Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized. The patient's blood glucose levels reached an unknown level while wearing the pod for an unknown amount of time. The patient did not provide information about symptoms, treatment for the issue and the duration of the stay. Three follow ups were attempted but no new information was provided.